Event description:
Additional information received from the health care provider reported that the device was reprogrammed several times and eventually explanted. The cause of patient symptoms pain, pressure in bowel area, soreness in virginal area and lead being out of place remains unknown.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0p6px, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A patient implanted for gastrointestinal/pelvic floor reported a loss of therapy. She was urinating more than before having the device implanted. She wore three pads a day and just got drenched, to the point where she her vaginal area was sore from wearing pads. The patient felt pressure and pain in her bowel area and had to have a bowel movement to get relief. She had tried out all of the programs and lowered stimulation. Her healthcare provider took an x-ray and determined that her lead wire was out of place. The patient was concerned that it wouldn't work a second time. She was also concerned if she was getting cancer from the procedure. She also had to delay leg surgery as a result of the device. The patient was crippled in one leg and needed surgery in the other. She also had a degenerative disk in her neck that was pushing on a nerve. The patient also had a terrible rash on her left buttocks and used a rash cream. She had also told her healthcare provider about it. If stimulation was turned on, she would get a pink color when she wiped. No potential event cause, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had a loss or change in therapy. She had the device but still wet terribly. She also felt like her skin had a reaction up her back and lower buttock. They wanted to go in and replace the wire but she was tired of being pinched. They kept playing with the ¿outer remote¿ while she was in the office. The patient had the device removed because it was protruding and bothered her. She had the device removed ona monday and by wednesday it was like hoover dam, she lost so much fluid and weight.